Event description:
It was reported that the patient alert triggered, and it was deteremined that the device experienced a power on reset. The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient alert triggered, and it was deteremined that the device experienced a power on reset. The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for analysis; however, performance information was collected from the device was received and was analyzed. 1 - por for atrial rate limit, addr=0000, data=0 on (B)(6) 2012 03:03:21. 1 - patient alert for por on (B)(6) 2012 02:03:21. (B)(6). (B)(4).